Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient not wearing a mask while performing therapy. On the same day as the diagnosis of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with injection vancomycin (1 gram once, stat), injection amikacin (100 mg once, stat), injection fortam (500 mg administered to all bags, intraperitoneal, frequency and duration not reported), and injection reflin (500 mg administered to all bags, intraperitoneal, frequency and duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, patient outcome was unknown, and treatment with fortam and reflin was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.